Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 230 mg/dl. The customer was doing a set change and after the manual prime she received the alarm. The troubleshooting was performed. The customer was advised to disconnect from the insulin pump. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at display window corner and minor scratches on lcd window.